Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were intact. Top case was cracked by the tube holder, cracked and chipped by the left bottom corner. Cracked battery door and right plunger case. No visible contamination. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion test. Motor rate error was identified in event history log review. The reported issue was confirmed. The root cause was determined to be combination of motor assembly, lead screw and clutch halves (old, dirty and worn out components) which are attributed to age of device. The following actions were taken: replaced multiple parts on motor assembly and clutch assembly. Additional repairs included: replaced top case, right plunger case, battery and battery door. Replaced worm coupling, worm gear, delrin and wavy washers (contaminated and teflon debris). Replaced lead screw and clutch halves. Replaced main pc board due to super cap post (black low profile panasonic cap present). Device functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.